Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract properly. The following information was provided by the initial reporter: customer states product will not retract the needle properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 30-may-2023. H6: investigation summary: bd received ninety four 20 gauge insyte autoguard devices from lot 2235212 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage or deformities to the units. They were still inside of their sealed packaging. Next, the engineer selected a random sampling of 20 units for testing. Each unit was removed from its packaging and had the tip adhesion broken. Then, the engineer tested for functional retraction on each device by pressing the activation button. Each unit retracted successfully with no delays or resistance felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
Material no: 381423. Batch no: 2235212. It was reported that product will not retract the needle properly. Verbatim: customer states product will not retract the needle properly.